Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access total bhcg (5th is) reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse performed a preventative maintenance (pm), proactively replaced the sample pump and reassembled the red and white fitting tubing. The sample pump was replaced to address the pump motion failure errors that occurred four (4) to five (5) hours after this event and would not have contributed to this event. The red and white fitting tubing was also reassembled. There is insufficient evidence of a hardware or system malfunction. The assignable cause of this event is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining a non-reproducible false low human chorionic gonadotropin (access total bhcg (5th is)) result on the unicel dxi 800 access immunoassay system (serial number (B)(4)) for a patient sample. On (B)(6) 2016, a low access total bhcg (5th is) result of 0.06 miu/ml was generated and was questioned as the result did not correlate with an access total bhcg (5th is) result of 795 miu/ml that was generated for this same patient 17 hours ago. The 0.06 miu/ml sample was repeated and a result of 759 miu/ml was generated. The sample was re-centrifuged and repeated with a result of 820 miu/ml. Results were not reported outside of the laboratory. There was no report of patient injury or change to patient treatment associated with this event. Calibration and system check were passing assay and system specifications prior to patient testing. The customer stated that controls have been recovering within the customer's established ranges. The sample was collected in a 12x75 mm serum red top tube with no gel barrier and was centrifuged at 3000 revolutions per minutes (rpms) for 10 minutes. The sample was run in an aliquot tube. The customer noted the sample was normal in appearance with no cells, no fibrin and no bubbles. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.